Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #(B)(4). Manufacturer ref. #(B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site and confirmed the failed pressure transducer test during pre-use check. The nozzle units in the gas modules were replaced, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle units were not returned for investigation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since the nozzle unit was not returned for investigation, the root cause of the reported failed pressure transducer test has not been determined, but the nozzle unit was most likely contributing to the event. The nozzle unit is part of the maintenance kit for the product and shall be replaced yearly or by maximum 5000 operating hours. It is not known to us when last maintenance was performed. The current operating hours is stated to be 23014 hours. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).